Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the difficulty to remove the lock line appears to be the result of the reported knot, a cause for how the knot formed could not be determined. It should be noted that the mitraclip instructions for use states under the "indication for use" section that "the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use in the tricuspid valve did not likely influence the event. There is no indication of product issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is being filed to report the knot in the lock line, and difficulty removing the lock line requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. The procedure then continued to treat tricuspid regurgitation (tr) with a grade of 3+. During deployment of the clip, a small knot was noted in the lock line (ll), which became stuck during removal. The ll was still in the lock lever therefore the lock lever was cracked, making it possible to remove the ll with no further issues. Post procedure tr was reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.